Event description:
It was reported that the patient had experienced persistent thigh infections with the inflatable penile prosthesis due to unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced persistent thigh infections and was unable to use the inflatable penile prosthesis(ipp). The entire ipp system was removed and no replacement was made.

Manufacturer narrative:
Infection was reported. The ams700 device was visually inspected and functionally tested. One cylinder, reservoir, and pump performed within specifications. The other cylinder had a hole in the outer tube that was the result of a sharp instrument which probably occurred during removal. There was a leak in the kink resistant tubing for the reservoir tube that was the result of tool damage which probably occurred during removal. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. A review of the ams 700 hazards analysis (windchill document # (B)(4)) was completed. "Infection" is included as a harm. Based on review of this data, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the 92162915, IFU, ams 700 us, there is no evidence that the device was used or handled improperly. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.